Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure since the wound was not healing. It was also reported that the tails were cut off but the paddle was left in because it was hard to pull out and the physician thought that the lead might be fused to the dura. It was stated that there was an actual break in the skin since the ipg was visible. The physician stated that the cause that led to inability for the wound to heal was that the patient¿s diet was suspected to be in extremely poor condition. The patient was prescribed antibiotics. Additional suspect medical device component involved in the event: model #: sc- 4316 lot #: 17624140 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an open wound and infection was suspected in both ipg and lead site. The physician confirmed that there was no infection present and believed that it was just blood coming out of the wound that did not close all the way. The patient underwent a procedure where the physician had opened the wounds, scrubbed and closed the sites.

Event description:
A report was received that the patient had an open wound and infection was suspected in both ipg and lead site. The physician confirmed that there was no infection present and believed that it was just blood coming out of the wound that did not close all the way. The patient underwent a procedure where the physician had opened the wounds, scrubbed and closed the sites.